Event description:
It was reported that this previously capped right ventricular (rv) lead had experienced a burning sensation at the device site. This symptom indicates a possible infection. The technical service (ts) advised discussing with the clinic. No additional adverse patient effects were reported. This lead remained in capped.